Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident ¿no icp recognition¿ was verified and duplicated. A DHR review was completed for mpm1 monitor serial number (B)(4). Date of manufacture: jan-2011. The DHR documentation was reviewed to identify any recorded anomalies that could be associated to the complaint incident. All results of the functionality tests for mpm1 monitor serial number (B)(4) were recorded as within specifications prior monitor been released. The reviewed service history documentation for mpm1 monitor serial number (B)(4) has identified no impact on complaint incident. The DHR review has been deemed satisfactory. A minimum of 12 month review of mpm monitor customer complaints was completed in trackwise dates 01-sep-2014 to 13-oct-2015; this is 1st identified complaint for the reported failure associated with the mpm1 monitor due to faulty digital board. No trend has been identified. Conclusion: the failure analysis investigation has concluded the root cause of no icp recognition was due to a faulty digital board which resulted in no icp (intracranial pressure) information displayed on the mpm1 monitor.

Event description:
On (B)(6) 2015, an issue (not specified) was reported with the mpm16. Additional information was requested and on (B)(6) 2015, the following was provided by the distributor: a (B)(6) year old male patient had a craniotomy and trepanation with intracranial pressure (icp) monitoring. On (B)(6) 2015, the monitor didn't show the icp/temperature but a picture of the error was displayed. There was no patient harm or injury. Due to the problem, the patient was without monitoring for one hour. There was no patient adverse consequences due to this. A replacement monitor was available and used. Monitoring continued and lasted for 5 days.